Event description:
Based on additional information received on (B)(6) 2017, the case was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns a female patient (age unspecified) who received treatment with synvisc one and on the same day had right knee joint swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, expiration date and indication: not reported; lot number: 7rsl021) in the right knee. On the same day after receiving synvisc one injection, patient was experiencing joint swelling. Patient was coming in today to drain the knee. Action taken: unknown corrective treatment: not reported for right knee joint swelling outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation ((B)(4)) has been initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc-one lot 7rsl021. The interim report is rqn# (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had right knee joint swelling. The events is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.